Manufacturer narrative:
Evaluation summary: the lens was returned for evaluation. The anterior surface of the optic exhibited damage. Solution is dried on the lens. The observed damage may have been interpreted as the reported complaint. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. The focal length and resolution were within specifications. There have been no other complaints reported in the lot number. Additional information has been requested. Pt code: 2140 - not labeled. Device code: 2993 - not labeled. (B)(4).

Event description:
A surgeon reported that a pt had an implantation of an intraocular lens (iol) in her right eye. There were no complications during surgery and the iol was centrally placed in the capsular bag. Since the early post-operative period the pt referred a reflex in the temporal visual field of her right eye which could be caused by a central nasal risk in the iol. The lens was exchanged for the same model, different diopter lens. Additional information has been requested.